Manufacturer narrative:
(B)(4). Batch # unk. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr45m reload was received for analysis and reload body was noted to be damaged. The reload was received partially fired 1/10. Upon evaluation of the reload, one piece sled was noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. It should be noted that product failure is multifactorial. The damage to the one piece sled has been correlated to the design. While we have no reason to believe this contributed to the reported event, it should be noted that the device returned appears to have been used after the expiration date. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The following information was requested but it is not available: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the ecr45m jammed. There were no patient consequences.